Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient who was receiving morphine [20mg/ml] at a rate of 6mg/day via intrathecal drug delivery pump. The indication for use of the pump was non-malignant pain in the spine/back. It was reported that a motor stall had occurred on (B)(6) 2016 with tube set occurring on (B)(6) 2016. It was noted that the patient had recently had an MRI, though it was unknown if the MRI was done due to a suspected problem with the device or therapy. The pump was interrogated post-MRI for pump refill on (B)(6) 2016, and that was when recovery occurred per the event logs. It was noted that the patient never told his hcp that he was having an MRI and never went to have the pump checked post-MRI. The reporter did not know if the patient heard the pump alarming, or if the patient had symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.